Manufacturer narrative:
Pump passed the operating currents, self test and displacement test. No unexpected battery power loss and no blank display anomaly noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a blank display and would not turn on. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. The customer had received a replacement battery cap and had tried 3 batteries without success. Troubleshooting was not completed due to the blank display. The insulin pump will be returned for analysis.